Manufacturer narrative:
The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a doctor received an electrical shock when he plugged a guttacore obturator oven into the electrical socket; no medical intervention was necessary.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such, particularly if this issue occurred with a person who is implanted with a pacemaker. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.